Event description:
It was reported an 840 ventilator had a faulty display screen. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and replaced the gui (graphical user interface) pcb (printed circuit board) and backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.